Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The pump malfunction code was resettable, and the customer successfully reset the pump with assistance from technical support. There was no recurrence of the malfunction, and the customer was advised to continue using the pump and to call back if the issue recurred.